Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 8p13 that has a similar product distributed in the us, list number 4z21 (alinity I stat high sensitivity troponin-I), with 510k/PMA/bla number k202525.

Event description:
The customer observed a falsely elevated alinity I stat high sensitivity troponin-I result for a 1 day old newborn female patient. The following data was provided (customer provided reference range is <15.4 pg/ml): sid (B)(6): initial result = 253 pg/ml, repeat with peg = 11.2 pg/ml no impact to patient management was reported.